Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-dec-27: information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that the patient claimed that the ins is not functioning and is depleted. Technical services (tss) reviewed MRI information. 2025-jan-31: additional information was received from the patient. They clarified that the implantable neurostimulator (ins) not functioning is that the equipment was malfunctioning because they haven't been able to charge the implant because their charging case was stolen 5-6 years ago. Patient stated they can't charge the implant because the equipment stolen; they don't have the proper tools to use. Patient noted no the issue was not resolved. Patient stated they were having blackouts and the va wants to remove the spinal cord stimulator (scs) to do an MRI to rule out what is causing the blackouts.